Event description:
It was reported that before an open gastrectomy, the force of the firing trigger was higher than usual at the 1st stroke of the 1st firing even though the device did not clamp any existing clips. There was a bleeding when the device was released after the 1st firing. The tissue of the gastric body was taken in the shape of stick along the knife slot. Some of the deployed staples were unformed. Reinforcement material was not used. The thickness of the gastric body was normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.